Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that the patient experienced a transmitter failure and later had a hypoglycemic event. The patient¿s mother confirmed that she received the transmitter failure alert prior to the hypoglycemic event and stated that she was monitoring the patient's blood sugar with fingerstick measurements after the transmitter had failed. The patient is mentally disabled and could not express symptoms. His bg fell suddenly to 1.2 mmol/l and the mother called the paramedics for help. The patient was taken via ambulance to the hospital where he was treated with intravenous glucose. He had fully recovered at the time of contact. No additional patient or event information is available. Per medical review, this would not constitute a serious adverse event as the dexcom device did not cause or contribute to the hypoglycemic event. The patient's mother stated that the hypoglycemic event occurred because the patient did not receive low alerts from the cgm due to the transmitter failure and she was still waiting on a shipment for a new transmitter; however, the mother was aware of the patient not having a dexcom device in use prior to the hypoglycemic event and was performing fingerstick bg testing. With no device in use, cgm values would not be provided or expected to be available for diabetes management decisions. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that signal loss over one hour occurred. Date of issue is an approximation. During the signal loss, the continuous glucose monitor (cgm) did not alert for a low blood glucose. The patient was hypoglycemic, hospitalized, and treated with IV glucose. The patient is mentally disabled and unable to express hypoglycemic symptoms. It was reported the transmitter was less than three-months-old. No other details were provided. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.